Event description:
It was reported by the vns patient's caregiver that the patient, who was initially implanted with vns in 2004, has had sleep apnea for about two years now. The reporter indicated that it has gotten progressively worse and that in the past, a nasal spray was used to help the apnea, however, she has noted full cessation of respiration lately. The caregiver stated that the neurologist who manages the vns device has not been made aware of the sleep apnea. Additionally, the caregiver stated that the patient's ent and primary care physician believe that the sleep apnea was caused by the vns device due to the interaction with the sympathetic nerve chain. Good faith attempts to obtain additional information from the treating neurologist have been made, but no additional information has been received to date. Further follow up was done with the patient's ent physician. The ent's nurse noted from the patient's chart that a sleep study was done in 2008, which did confirm sleep apnea. There was no information in the patient's chart regarding the vns device, or the physician's assessment on the relationship of the event to vns. It was additionally noted that the patient is now on a CPAP titration, and it was noted that the patient also has sinusitis, and otitis media.